Event description:
It was reported that high capture threshold and high pacing impedance was observed on the left ventricular (lv) lead. The lv lead was revealed to be dislodged from the implant position. The lv lead was explanted and replaced to resolve the event. During the lead replacement procedure, the set screw was unable to be adequately placed to fix the replacement lead in the header. The device was also explanted and replaced. The patient was in stable condition.